Event description:
Ortho research & development product support (ps) has identified on (B)(6) 2022, that when using ortho optix reader biovue, the ortho optix reader software may conclude to quality control (qc) being valid even if not all tests required for qc of newborn testing had been completed or passed. Complaint reporter: (B)(6) system engineer ortho r&d. Event date: (B)(6) 2022. Ortho optix reader biovue serial number (B)(4). Software version: 1.1.0.23 (not yet released). Reagents: ortho confidence whole blood ¿ any lot; alba q chek ¿ any lot; alba q chekj ¿ any lot; ortho biovue system newborn cassette¿ any lot. Patient information: not applicable. During the course of investigating a complaint received on ortho connect middleware (B)(4), it was identified that when multiple qc kits are necessary to validate a test containing multiple analysis (newborn testing), the ortho optix reader biovue software requires only one result of a qc/analysis combination passed to have a valid qc status for the overall test. The software does not require all analysis to have completed or passed qc for the test to have a valid qc. Details of the tests performed to confirm the failure mode. Set up: enabled test ID ¿10065-newborn¿ with qc enabled and expiration time set to 1hr. Created 1 profile. ¿newborn¿ created 2 qc kits. ¿ortho confidence wb¿ ¿new user defined igg qc kit¿ scenario 1 - newborn: ran qc on ortho confidence ¿ forcing a passing result. User defined igg qc was not run. Reporting ortho confidence wb status passed. Created and processed scenario 1 patient sample. In the test review ¿qc status¿ was reported as ¿passed¿ this demonstrates the failure scenario. Scenario 2 - newborn: ran qc on user defined -forcing a failing result. Reporting qc status: user defined igg qc status failed. Ortho confidence wb status passed. Created and processed scenario 2 patient sample. In the test review ¿qc status¿ was reported as ¿passed¿ even though the user defined igg qc status is in a failed state. This demonstrates the failure scenario. Scenario 3 ¿ newborn: ran qc on user defined -forcing a passing result. User defined igg qc status passed. Ortho confidence wb status failed. Created and processed scenario 3 patient sample. Reporting qc status as ¿passed¿ even though the ortho confidence wb qc status is in a failed state. This demonstrates the failure scenario. All above testing and evidence are recorded in qerts dra (B)(4). No biased result was reported as this was testing performed internally at ortho. No patient was harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Email address for contact office above is: (B)(6). Ortho research & development product support team has identified an issue with the software of the ortho optix reader. The ortho team is currently working to understand the issue and to ensure the developers can implement qc correctly. The assignable cause is design related. No biased result was reported to a physician. No patient was harmed.

Manufacturer narrative:
See recall information report#: 3007111389-04/11/2022-001-c.

Event description:
See recall information report#: (B)(4).